Event description:
The report received from the affiliate indicated that the pt was included in a clinical pms study. The report stated that during the pt's index procedure for carotid stent placement the pt experienced hypotension. The pt was administered dopamine hydrochloride for two (2) days and recovered. Also, the report stated that plaque was observed coming out of the stent cells. Argatroban hydrate was administered. The procedure was elective with the indication for the procedure being symptomatic stroke. The target lesion (tl) was the right internal carotid artery. The lesion was reported to be: mildly calcified, and not tortuous. The lesion was pre-dilated with a 3.5 mm unk balloon catheter at 6 atm. The percent stenosis was not provided. An angioguard embolic protection device was not used for the procedure. An act of 219 was recorded. A precise 9 x 40 mm stent was implanted. The stent was post-dilated with an unk 405 mm balloon at 10 atm. The pt was discharged seven days after the procedure without any neurological symptoms. The physician's comment regarding the event was that a strong radial force was applied to the carotid artery by the stent placement which caused a carotid sinus reflex.

Manufacturer narrative:
The product is not available for eval and testing. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Two (2) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 13432931. Add'l info will be submitted within 30 days upon receipt.